Manufacturer narrative:
H3 <(>&<)> h6) additional information was received on 2024-dec-22. It was reported that the casepart-477709 was returned to the manufacturer vendor for evaluation. Customer fault description has been confirmed and isolated to a faulted battery. The faulted battery has been replaced. The enclosure and ir windows have also been replaced as per customer request. Following repairs, the unit has been characterized as extended pyramid volume. Unit has also passed outgoing product testing. Codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The camera and ssd were replaced and the issue was resolved. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736356; product ID: 9735821, serial/lot #: unknown; camera 9735821 vega base s8 svc ssd 9736356 2.5in 1tb duped svc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a localizer fault. The software was also upgraded. No patient was present.

Manufacturer narrative:
H2: see b5. H2, h3, h6: the returned positioning sensor unit (psu) had scratches on the housing. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .542mm with a passing threshold of .250mm. Codes b01, c02, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received. It was reported that the suspected cause of the localizer error was in the positioning sensor unit (psu) camera. It was clarified that there was a localizer faulted error message.